Event description:
It was further reported that the oxygen saturation was detected low with pulse oximeter, and that oxygen was administered to the patient, and the oxygen saturation increased.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure, a patient with a history of non-ischemic cardiomyopathy, systolic congestive heart failure, hyperlipidemia, hypertension, renal dysfunction, and prior mitral valve surgery experienced hypoxia. The hypoxia occurred during the procedure and was identified as an adverse event. Diagnostic tests were performed. Ketamine was administered intravenously, and bag-mask ventilation was provided as interventions. The patient recovered and the event was resolved. The investigator determined the event was not related to the device or procedure, while the sponsor assessed a causal relationship to the procedure. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.